Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing an infusion set before travel, with the ilet delivering insulin; the user noted a recent controller reset and a recommendation to avoid meal announcements, had consumed toast and cereal, and upon troubleshooting found approximately 20 units were needed to prime the tubing before drops appeared, after which insulin delivery was resumed. Symptoms included elevated blood glucose up to 380 mg/dl without dizziness, loss of consciousness, or other acute symptoms. Outcomes included no alerts, no ketone testing, no backup therapy, no medical intervention, and no assistance required. Investigation included customer-guided troubleshooting to check for air in the line and to prime and reconnect the infusion set. Investigation of this case revealed that the hyperglycemia was consistent with a probable infusion delivery issue related to priming and possible air in the tubing, with subsequent improvement as glucose decreased after corrective priming and continued automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.